Event description:
During treatment, the nurse noticed a large amount of blood under the pt's chair. Upon further inspection the nurse found that the blood pump was off and the venous needle had become dislodged from the pt's graft. It was noted that there was no venous alarm. Bolous saline was given to pt, estimated blood loss, 400cc. The pt experienced no symptoms and was ok to leave the clinic as per the physician.